Event description:
A patient reported blood glucose results of "200 mg/dl, 85 mg/dl , 231mg/dl 227 mg/dl, and 218mg/dl " with a lifescan meter, performed within 10 minutes of each other. The control solution was replaced.